Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, upon removal of the sensor pod from the patient's body it was noticed that the sensor wire broke and the patient believed it remained under the skin. The sensor was inserted at the abdomen on (B)(6) 2015. No additional event or patient information is available.